Manufacturer narrative:
Investigation: this complaint has been evaluated. A photograph has been received for this complaint, which was also evaluated. Split peelpack on the side is visible. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was received to this lot. The batch record review indicates no discrepancies. This complaint was presented on complaint review board. Attendees decided that this is considered an isolated issue and no further actions are required. This issue will be monitored through the post market product monitoring review process, (B)(4). FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports the packaging of the glide catheter splits on the side. There was no harm. No additional information was provided.